Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. No further investigation is required.

Event description:
It was reported that during acl procedure, doctor opened an endobutton cl pac and as the case went on and he used the 4.5mm drill tip he realized the 4.5 drill bit looked different than others he had used in the past. He asked to get another pac to compare the two, and they were different. The drill bit opened first, was larger and had a different tip than the second one. He ended up having to create another tunnel with the new 4.5 drill. No patient injury was reported.